Event description:
Itching since 1991. Significant rupture on the left side with silicon granuloma into the left axillary tail and silicone lymphadenopathy in the left second and third interspace in the internal mammary node.